Event description:
A trilogy 100 ventilator was returned to the manufacturer's service center for evaluation of foam particles in the device. No harm or injury was reported. Evaluation confirmed there were no foam particles in the device. Unrelated to the foam particles evaluation, it was discovered the active exhalation control module required replacement and was replaced. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications.